Manufacturer narrative:
The customer¿s report that there were unexpected product returns received with an unspecified failure was confirmed. Visual inspection of set 1 noted a crack in the female luer. The crack was along the top extending along the side and along the luer injection gate. No tool markings were observed to be around the luer and no other damages were observed. Visual inspection of set 2 noted the syringe luer tip broken off and the broken off and lodged within the set's female luer. No other damages were observed. Functional testing of set 1 confirmed leaking. Functional testing of set 2 was deemed unnecessary due to separation. The root cause of the cracked female luer was not identified. The root cause of the broken off syringe tip lodged within the female luer of the other set was not identified.

Event description:
It was reported that there were unexpected product returns received with unspecified failure mode(s).